Manufacturer narrative:
It was reported by the facility that during a 'knee scope' a number 11 blade from an arthroscopy pack broke during use and was successfully removed from the patient. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that during a 'knee scope' a number 11 blade from an arthroscopy pack broke during use and needed to be removed from the patient.